Event description:
Air shields infant warmer operating in the nicu for approximately 2 hours when burning odor was noticed, then observed smoke for top of unit. Turned unit off and unplugged. Smoke began clearing immediately. Replaced with another unit. Upon investigation by clinical engieering, the power supply module was found to have fairly significant heat damage that seemed to have originated from connector j5, pin 2 on the power supply board, pcb1 of the power module, model pm78-1. Six other units that were purchased at the same time as the subject unit were inspected. Five units had no problems noted, one unit, had corrosion found at two solder joints in the same area of the heat damage on the original subject unit. The corroded solder joints were cleaned and resoldered and the unit was returned to service.